Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump would not power on. The patient stated that the pump emitted a replace battery alarm and when the battery was removed, moisture and rust were observed in the pump and the battery was found to be corroded. The patient reportedly placed a new battery in the pump but the pump would not power on. The patient stated that the battery was reinserted multiple times until the pump finally turned on. The patient stated that the pump was exposed to moisture while swimming. The patient confirmed that the battery compartment and cap appeared to be intact. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed moisture in the battery compartment and on the battery cap. The battery compartment was observed to be cracked. The pump was exercised for 24 hours with no power issues occurring. A battery compartment leak was found during leak testing.